Event description:
Following a subacromial decompression with debridement, pt had deep tissue pain, buring sensation, and weakness in deltoid, tricep, and bicep muscles. Cervical root block was performed prior to surgery. Physician unsure what caused patient's response. Pt improving at 6 weeks post-op. No surgical or other type of intervention was required.